Event description:
It was reported that the compressor alarmed for "low pressure". There was no patient involvement. (B)(4).

Manufacturer narrative:
On (B)(4), our field service technician was on site to further investigate this issue and it was determined that the drainage valve was not functioning properly, not allowing the unit to build up the correct pressure. The drainage valve was replaced. The replaced part has been requested for investigation but has not yet been received. A supplemental medwatch will be sent when the investigation is complete. (B)(4).